Manufacturer narrative:
Concomitant medical products: 694758, lead, implant date: (B)(6) 2009.

Event description:
It was reported that there were chronic low amplitude p-waves noted on the right atrial (ra) lead with possible atrial undersensing. A high atrial threshold measurement was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.